Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. During onsite technical visit, field service engineer checked cutting depth in x, y and z, suction and applanation control. Field service engineer performed complete machine check according to the service installation record) procedure and concluded device meets specifications. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The reported treatment could be identified in the logfile. The treatment of the patient's right eye was finished successfully without any issue, no relevant deviation between planned and performed energy is detectable. The user operated within the recommended energy settings; the thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that when lifting the flap, a portion of the side cut was incomplete, leading to an incomplete flap in the patient's right eye during lasik surgery. Patient symptoms are resolved. There are two related reports for this patient. This report addresses the patient initial's dr, right eye and other manufacturer reports will be filed.